Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient contact stated during drain 3/4 of the patient's pd treatment the patient received an "m31 air detected in cassette" alarm. The contact stated the alarm started to appear during fill 3. Treatment was cancelled and when the cassette was removed, a fluid leak was found inside cassette door. Additional follow-up was made with the pd patient, who stated no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment. The cassette information was disposed of at the time of the initial call.

Manufacturer narrative:
Plant investigation: the cycler was returned for evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. During treatment dwell 3 of the treatment test, an lf31-sb supply bag lines are blocked occurred. The treatment would not advance and the test was cancelled. An internal inspection of the cycler found that there were indications of fluid in the hp filters of the pump pneumatics. There was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. After replacing the hp1 filter a post-ast 8500 ml simulated treatment was performed and completed without further problems or failures. There were no fluid leaks in the test cassette during the treatment test. The cause of the encountered dried fluid could not be determined. The system air leak test and valve actuation test passed. The load cell verification was within tolerance. Mushroom head check passed. Tested positive for glucose. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient contact stated during drain 3/4 of the patient's pd treatment the patient received an "m31 air detected in cassette" alarm. The contact stated the alarm started to appear during fill 3. Treatment was cancelled and when the cassette was removed, a fluid leak was found inside cassette door. Additional follow-up was made with the pd patient, who stated no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment. The cassette information was disposed of at the time of the initial call.